Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported being unable to access account due to password issue and was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the app version, operating system and device restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the abbott diabetes care (adc) application in use with unknown phone, unknown operating system and version. The customer was unable to access the application and unable to monitor glucose readings due to password problem. At this point, without measuring their blood sugar, the customer self-injected with two doses of insulin (type unspecified). However, the customer experienced loss of consciousness, fell, and was taken to a hospital. The customer underwent various tests such as CT scan, blood sample and was provided unspecified heart medicine, unspecified intravenous drip, and insulin (type/dose unspecified) by a healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.